Event description:
During a check out procedure a loud air leak was heard coming from inside the ventilator.

Manufacturer narrative:
Hosp biomed found filter pn#50000-13050 had separated along seam. Lot # 208808. Lab test: filter in two half returned showed lack of glue under close examination. Two other samples returned showed adequate glue at joints. Five samples pulled from stock were also found to have adequate glue at seam. Pressure testing all seven filters at 40 psi showed no leaks of failures. Lack of glue on first filter is believed to be a isolated occurrence.